Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, e4, g1, g6, g7, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device requires system update. A technical support specialist performed a device upgrade to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the orders were not showing. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system the orders were not showing.the customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this incident

Manufacturer narrative:
The serial number, UDI and manufactures details kept blank since the given asset information found to be server asset. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.